Manufacturer narrative:
Batch review performed on 21 october 2021: lot 2000450: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain and tightness in the knee due to scar tissue that had developed. At 4 months from primary the surgeon cleaned out the scar tissue and revised the poly. The surgery was completed successfully.